Event description:
It was reported that when the magnet was placed over the implantable pulse generator (ipg) there was no pacing and no rhythm, but when it was removed, the rhythm and pacing resumed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).